Event description:
It was reported that the rigid video laparoscope displayed an error message when connected. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged, the outer tube (thermistor) is broken and therefore error 104 occurs. A root cause could not be identified. Based on the results of the investigation, it was likely that the reportable malfunction was that the outer tube (thermistor) is broken and therefore error 104 occur and additionally for the fiber bonding in the outer tube area distal end is damaged was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.